Manufacturer narrative:
On february 2, 2022, mentor became aware regarding the impacted product information and hence, following fields have been updated on this form: field d1 for brand name has been updated to "mentor memorygel breast implant". Field d4 for catalog number has been updated to "3507350bc". Field d4 for lot number has been updated to "5561017". Field d4 for unique identifier( UDI) has been updated to (B)(4). Field g4 for PMA/ 510(k) has been updated to "p030053". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On february 11, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 21, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 350cc breast implant had a crease/fold on the anterior view and extended to the posterior view. In addition, a tear within the crease/fold was identified in both aspects, measuring approximately 6.0 cm the evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 20, 2022, mentor became aware that patient's bilateral replacement surgery with catalog number 3504251bc; serial number (B)(6) on the left side, and with catalog number 3504251bc; serial number (B)(6) on the right side was on (B)(6) 2022. Field d6b has been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-old caucasian female patient underwent a breast augmentation revision with an unspecified smooth-surface mentor gel breast implant that ruptured postoperatively. The rupture was confirmed by MRI and an in-office consultation. As a result, the patient intends to have the device explanted on (B)(6) 2022.